Event description:
A distributor contacted stryker to report that a customer's device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial MDR for MFR report # 0003015876-2026-00426 indicated the following: d9 returned to manufacturer on, 08/20/2025. H3 device evaluated by mfg, yes. H6 method code grid, testing of actual/suspected device. H11 additional mfg narrative type, stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The initial MDR for MFR report # 0003015876-2026-00426 should indicate the following: d9 returned to manufacturer on, blank. H3 device evaluated by mfg, no. H6 method code grid, type of investigation not yet determined. H11 additional mfg narrative type - stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Additional information: the device was not returned to stryker for evaluation as it is past its 8-year service life and not repairable. The cause of the reported issue could not be determined. The customer received a replacement device.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted stryker to report that a customer's device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.